Event description:
It was reported that during a da vinci-assisted cholecystectomy surgical procedure, that while clamping with an medium-large clip applier instrument, the jaw would not release the clip. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) made multiple follow-up attempts to obtain additional information. However, no further details have been received as of the date of this report.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The medium-large clip applier instrument was analyzed and found to that the primary failure of instrument grips "bent-severely" to be related to the customer reported complaint. The clip applier instrument was found with one grip bent. The damage was found near the top of the clip groove, causing an offset at the tips. As a result, the clip could not be properly loaded on the grips. Common causes of the failure mode bent-severely instrument grips -tips are typically attributed to misuse, such as excess force applied to the instrument jaws. Severely bent grips with an offset < 0.05¿ are attributed to damage during either use or reprocessing, as severe misalignment of grip tips can be due to accidental drops, incorrect instrument tray or sink sizes for reprocessing, or overloading the tips. When the tips of the instrument grips are misaligned/bent, this issue would be visually detectable. Grip bending is related to the application of torque relative to the opening of the instrument grips. High loading of the tip with the grips open can cause damage to the grips, with longer grips being more susceptible to failure. The complaint was confirmed by failure analysis, which indicates that the device did contribute to the customer reported issue. Additional observations not reported by site include, that the instrument was found to have input disk #6 broken in the housing. This is typically attribute to misuse most commonly caused by improper cleaning/ reprocessing techniques. A review of the site's complaint history indicates that this record is related to patient identifier (B)(6). Image(s) and/or video clip(s) associated with this reported event were not submitted for review. A review of the logs for the 8mm medium-large clip applier instrument (part# 470327-12, lot# n10190404-0214) associated with this event has been performed. Per this review of the logs, the instrument was last used on (B)(6) 2022. The probable root cause of severely bent grips with an offset = 0.05¿ is attributed to damage either during use or reprocessing, as severe misalignment of grip tips can be due to accidental drops, incorrect instrument tray or sink sizes for reprocessing, or overloading the tips. This issue can be resolved by using an alternate instrument to complete the procedure. This complaint is being reported based on the following conclusion: per the description of the complaint, the clip applier may have incurred a failure mode that is known to impact clip application effectiveness. Deficiencies in clip application may lead to inadequate hemostasis. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur.